Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the granuloma was lw1 on the right side and, they did a fenestration on this level to remove the granuloma.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a user report that was forwarded to the manufac turer by a foreign regulatory agency. The user report contained the following additional details: the impact for the patient included therapy-resistant mixed neuropathic/nociceptive pain syndromelumboradicular for l5 right, adhesions of the catheter and catheter tip granuloma at lw1 intrathecal right with intradural nerve roots. An inpatient stay in the neurosurgery department was reportedly n ecessary for the operation of a laminectomy lwk1, partial bwk12, and lwk2 on both sides, interlaminary fenestration lwk3/4 left, and complete removal of the residual catheter in the area lwk1 right intradurally to lwk3/4 left intramuscularly under intraoperative e lectrophysiology. The patient medical history included 2004 externally implanted drug pump system, with explantation leaving one of two intrathecal catheters external in 2015. The user reportindicated that no information was available on the type of opioid used intrathecally or the dosage. The user report also noted that the problem (catheter tip granuloma) was known in professional circles and the cause was not a material defect.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, lot#: 0205957454, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jun-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that the catheter was explanted due to a granuloma. The catheter would not be returned as it was discarded. At the time of the report, the issue was resolved and the patient status was alive without injury. No further patient complications were reported or anticipated.